Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer got recall letter on the mail and noticed that the insulin pump sometimes worked and then got no delivery at some point and need to do a complete change to make it work. He changed battery and got battery failed and the insulin pump showed nothing. Troubleshooting was done for blank display. Customer's blood glucose was 185 mg/dl. It was found that customer was not using the recommended batteries. Advised customer that battery cap would be replaced. Customer reported that he does not have issues with scroll wrap feature. Customer reported hospitalization last (B)(6) 2012 for high blood glucose. Customer's blood glucose was 700 plus mg/dl and had diabetic ketoacidosis. Customer stated that he had food poisoning that caused the hospitalization. Customer was not wearing the insulin pump at the time of the event for two days and after ICU he put back the insulin pump. No further information provided.